Event description:
It was reported that patient experienced an infection and abscess at the anchor site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.